Manufacturer narrative:
The complaint of resistance when advancing the catheter was confirmed based on the condition of the sample that was shown in the photograph. The photo showed a 22g insyte autoguard IV catheter positioned over the needle. The needle had punctured the tubing, and the catheter tip was not positioned over the needle. What appeared to be blood residue was visible within the IV catheter tubing. As the blood appeared in the tubing section between the catheter tip and the needle puncture site, the needle likely punctured the tubing during insertion. The instructions for use (IFU) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. The reported resistance during withdrawal was likely associated with the needle puncture damage that was observed in the catheter. "Catheter difficult to remove" was used as the as analyzed code and was a concomitant event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter resulting in the needle not being able to retract. According to the report, during attempted IV insertion there was a good flash observed in the hub. When advancing the catheter, resistance was encountered. Resistance was again met upon attempted withdrawal. The catheter was ultimately removed and was noted to be punctured. Additional information 2/13/2026: can you please provide an exact date of event in format dd-mmm-yyyy? 30/jan/2026. What was the impact to the patient? No harm - reached patient, no monitoring required.